Manufacturer narrative:
(B) (4). With the debug monitor, the ge svc rep re-entered cmos settings. The unit did not boot up. He was unable to connect to 6800 with svc software utility suite or rut and was unable to download error logs with error log retrieval diskette. He performed a scan disk, no errors or bad sectors found on hard drive. He formatted the hard drive and reloaded the software, but the 6800 did not boot up. The unit had a lot of old boards no longer in stock and required an upgrade kit and new style boards. The rep installed a single board computer kit, image processor board and display adaptor board, installed the latest release jv 5.5 software. He then verified auto tracking with copper filters. The system now operates as intended. (B) (4)

Event description:
The customer reported that the system was not booting up. It needs to be turned on and off several times to begin working. The foot control was not working.